Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event the patient received an air detected in cassette alarm during fill three of four of their therapy. The patient reported the leak coming from the cassette. The cause of the leak is unknown. The technical support representative advised the patient discontinue use of the cycler and notify their peritoneal dialysis nurse of the event. The cycler was replaced. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed after replacing a clogged filter. No fluid leaks were observed during the simulated treatment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Dried fluid was found during the internal inspection of the cycler. The cause of the fluid is unknown. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.